Event description:
Information received with return of the explanted device notes premature battery depletion. The patient had clinical symptoms with a heart rate of 48 bpm. Attempts to reprogram and perform magnet tests were unsuccessful.